Manufacturer narrative:
The device was returned to the manufacturer; however, microscopic visual inspection revealed there was no inlay inside the contact lens case and no further analysis could be performed. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Decreased vision and glare are listed in the device labeling as known potential risks. Complaint reference #: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. The inlay was explanted 2 months postoperatively due to intolerable glare and decreased best corrected distance visual acuity (bcdva) from 20/15 (preoperatively) to 20/25. The surgeon reported that the patient had a poor tolerance of the small amount of anisometropia induced by the inlay. At last examination post-explant on (B)(6) 2017, the patient's prognosis was good with bcdva improving to 20/20 and the glare resolved completely.